Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (intermittent becoming worse during menses)/ constant increasing pain in pelvis"), abdominal pain lower ("severe lower abdominal pain/ moderate to severe lower abdomen pain (intermittent becoming worse during menses)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/severe menstrual pain"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)") and polymenorrhoea ("heavy and frequent menstruation") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and biopsy endometrium. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity and fibroids. Concomitant products included metronidazole (flagyl) from (B)(6) 2008 to (B)(6) 2008, norlestrin fe (loestrin fe) from (B)(6) 2008 to (B)(6) 2008 and terconazole (terazol) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced urinary tract infection ("infection ( urinary tract )") and vaginal infection ("infection( vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), migraine ("migraine headaches") and alopecia ("hair loss"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), polymenorrhoea (seriousness criteria medically significant and intervention required), back pain ("severe back pain/(intermittent becoming worse during menses)/ constant increasing pain in back"), cystitis ("infection (bladder)"), fungal infection ("yeast infection, yeast infection"), vaginal discharge ("leukorrhea, leukorrhea not specified as infective") and ovarian cyst ("bilateral ovarian cysts"). On an unknown date, the patient experienced abdominal pain ("constant increasing pain in abdomen"). The patient was treated with surgery (underwent bilateral micro-tubal implantation with removal of essure device.), surgery (bilateral microtubal implantation and removal of essure), surgery (bilateral microtubal implantation and removal of essure) and surgery (endometria biopsy). Essure was removed on (B)(6) 2015 at the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, polymenorrhoea, abdominal pain, back pain, dyspareunia, headache, migraine, alopecia, cystitis, urinary tract infection, vaginal infection, fungal infection, vaginal discharge and ovarian cyst had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. (B)(6) 2013: plaintiff was prescribed a hormonal pill to help with cycle but pain continued and increased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both fallopian tubes have been mechanically occlud . On (B)(6) 2008, doctor visualized five trialing coils within the left uterine cavity and five trailing coils within the right uterine cavity. Most recent follow-up information incorporated above includes: on 25-apr-2018: pfs received : the reporter and patient information updated. The events outcome and seriousness criteria updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (intermittent becoming worse during menses)/ constant increasing pain in pelvis"), abdominal pain lower ("severe lower abdominal pain/ moderate to severe lower abdomen pain (intermittent becoming worse during menses)"), menorrhagia ("prolonged menses") and polymenorrhoea ("heavy and frequent menstruation") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and biopsy endometrium. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity and fibroids. Concomitant products included metronidazole (flagyl) from (B)(6) 2008 to (B)(6) 2008, norlestrin fe (loestrin fe) from (B)(6) 2008 to (B)(6) 2008 and terconazole (terazol) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced urinary tract infection ("infection ( urinary tract )") and vaginal infection ("infection( vaginal)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/severe menstrual pain"), dyspareunia ("painful intercourse"), headache ("headaches"), migraine ("migraine headaches") and alopecia ("hair loss"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), polymenorrhoea (seriousness criteria medically significant and intervention required), back pain ("severe back pain/(intermittent becoming worse during menses)/ constant increasing pain in back"), cystitis ("infection (bladder)"), fungal infection ("yeast infection"), vaginal discharge ("leukorrhea") and ovarian cyst ("bilateral ovarian cysts"). On an unknown date, the patient experienced abdominal pain ("constant increasing pain in abdomen"). The patient was treated with surgery (underwent bilateral micro-tubal implantation with removal of essure device.) And surgery (endometria biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved and the vaginal haemorrhage, polymenorrhoea, abdominal pain, headache, cystitis, urinary tract infection, vaginal infection, fungal infection, vaginal discharge and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. (B)(6) 2013: plaintiff was prescribed a hormonal pill to help with cycle but pain continued and increased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both fallopian tubes have been mechanically occlud on (B)(6) 2008, doctor visualized five trialing coils within the left uterine cavity and five trailing coils within the right uterine cavity. Most recent follow-up information incorporated above includes: on 12-feb-2018: fu from pfs+mr: new events: cystitis, urinary tract infection, vaginal infection, fungal infection, vaginal discharge, headache, vaginal haemorrhage, abdominal pain, pelvic pain,polymenorrhoea, ovarian cyst were added. Reporter, patient demographic information, all other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent bilateral micro-tubal implantation with removal of essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2008, plaintiff turcios sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: on (B)(6) 2008, doctor visualized five trialing coils within the left uterine cavity and five trailing coils within the right uterine cavity. On (B)(6) 2008 hsg test was performed. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.